Event description:
It was reported that the pump shut off due to insufficient battery power. The customer plugged the pump into a power source to charge; however after charging for over an hour, the pump was unresponsive and could not be turned on. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.